Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump housing became separated after being bumped, with the body appearing to come apart, while blood glucose values remained unaffected and no alerts or alarms were reported. Symptoms included no clinical effects. Outcomes included no adverse health impact, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education, confirmation of continued cgm use, guidance on shutting down the device to avoid alerts, and arrangement for replacement with instructions to return the affected unit. Investigation of this device revealed a mechanical enclosure integrity issue consistent with screen bezel or body separation, with no functional impact to therapy performance reported at the time. It was concluded, based on similar reports, that the cause was physical damage from external impact leading to enclosure separation.